Event description:
It was reported that during an implant procedure, the right ventricular lead seemed to be "getting caught in the vein near the superior vena cava (svc)." The lead was removed and the physician noted the helix was slightly extended. The helix was attempted to be retracted, however it would not retract. A further attempt determined the helix was rotating with the turns of the rotation tool, however the helix would not extend nor retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. The helix was distorted/bent and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.